Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges he was asleep in his chair and in the middle of the night the back allegedly broke away and he allegedly fell to the floor.

Manufacturer narrative:
The right side seat base plate interface was torn/broken. The left side back to base slot block (mec121721), spacer and associated hardware were missing. With this, it is likely the seat interface was compromised on the opposing attached side due to these critical missing components. The device history record indicates the seating system was built properly in 2018. Although it is unknown why these parts were missing, visual inspection indicates adjustments to the seat/back depth were made post final release suggesting the interface components were loosened during these adjustments. Further, the seating system was subjected to heavy incontinence. It is unknown if this played any roll in the failure.

Event description:
Consumer alleges he was asleep in his chair and in the middle of the night the back allegedly broke away and he allegedly fell to the floor.